Event description:
It was reported that the patient underwent a left hip revision procedure approximately 6 years post-implantation due to dislocation, altr, difficulty ambulating, elevated metal ions, and pain. The liner and head were replaced. There hasn¿t been any issues with the patient coming back after this surgery. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2021-00047, 0002648920-2021-00048, 0001822565-2021-00927.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, there was a posterior dislocation of the hip. Without the requested clinical information/documentation, further assessment of the reported events could not be provided and the root cause beyond those reported in the article could not be concluded. The patient impact beyond the reported events could not be determined. No further medical assessment could be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4). No product was returned; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00048.

Event description:
It was reported that the patient underwent a left hip revision procedure approximately 6 years post-implantation due to dislocation and pain. The liner and head were replaced. There hasn¿t been any issues with the patient coming back after this surgery. No further event information available at the time of this report.